Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to the initial reporter: during the tevar procedure, the physician attempted to land the zenith alpha thoracic endovascular graft at the left common carotid artery. As the device started to deploy it jumped back 4.5 cm (B)(4). The rest of the device deployed in the normal manor and released from the delivery system with no problems. Due to the 4.5 cm gap between the intended landing zone and the actual landing zone, a zta-p-46-125-w graft was successfully placed landing with the proximal graft edge at the ostium of the left common carotid artery. At this time a zta-d-42-204-w device was utilized and went through the deployment device sequence in the proper order. However, the distal bare stent appeared to be stuck in the bottom cap of the delivery system. The handle was dismantled and the physician pulled off all the trigger wires . The physician pulled the grey positioner down to the bottom of the device touching the bottom of the stent graft but the reverse tapered dilator tip of the stent graft bare metal stent and could not be removed. It was then noted that the bare stent must have crossed on itself at the stent apices (B)(4). At this point a wire was advanced from the contralateral common iliac artery and placed directly through one of the bare distal stents. A 6mm x 2cm boston mustang balloon was inflated in the stent and pushed up in a cephalad direction (towards the head) which released the stent, landing the graft in the targeted site. Patient outcome: the patient did require an additional procedure due to this occurence: zta-p-46-125-w was placed due to the zenith alpha endovascular graft jumped back 4.5 cm.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided information it was not possible to determine the root cause of the reported event. It is unclear whether it was the introduction system or the stent graft that jumped back during deployment. As per IFU the reported distal migration of the device could possibly be avoided by momentarily decrease of the patient¿s mean arterial pressure to approximately 80 mm hg as stated in the IFU. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to the initial reporter: during the tevar procedure, the physician attempted to land the zenith alpha thoracic endovascular graft at the left common carotid artery. As the device started to deploy it jumped back 4.5 cm ((B)(4)). The rest of the device deployed in the normal manor and released from the delivery system with no problems. Due to the 4.5 cm gap between the intended landing zone and the actual landing zone, a zta-p-46-125-w graft was successfully placed landing with the proximal graft edge at the ostium of the left common carotid artery. At this time a zta-d-42-204-w device was utilized and went through the deployment device sequence in the proper order. However, the distal bare stent appeared to be stuck in the bottom cap of the delivery system. The handle was dismantled and the physician pulled off all the trigger wires . The physician pulled the grey positioner down to the bottom of the device touching the bottom of the stent graft but the reverse tapered dilator tip of the stent graft bare metal stent and could not be removed. It was then noted that the bare stent must have crossed on itself at the stent apices ((B)(4)). At this point a wire was advanced from the contralateral common iliac artery and placed directly through one of the bare distal stents. A 6 mm x 2 cm boston mustang balloon was inflated in the stent and pushed up in a cephalad direction (towards the head) which released the stent, landing the graft in the targeted site". Patient outcome: the patient did require an additional procedure due to this occurence: zta-p-46-125-w was placed due to the zenith alpha endovascular graft jumped back 4.5 cm.